Manufacturer narrative:
Reference exemption number e2019001 which permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous and heavily calcified lesion in the circumflex and marginal bifurcation arteries. An unspecified nc trek and a 2.5x12mm nc trek balloon dilatation catheters (bdc) were advanced; however, the 2.5x12mm nc trek bdc met resistance with the 6f guiding catheter and the shaft broke at around 20cm from the proximal. The procedure was successfully completed with the first unspecified nc trek and a non-abbott balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the previously filed report, additional information was received stating: the 2.5x12mm nc trek bdc separated into two pieces and was simply withdrawn. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual inspection was performed on the returned device. The reported separation was confirmed. The reported difficulty advancing the device could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents/complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Device code 1069 was removed.